Event description:
It was reported that a patient was being monitored on the t1 patient monitor, and the monitor failed to produce an audible for visual apnea alarm.

Manufacturer narrative:
An investigation was performed, which included analysis of the system's logs. No malfunction was confirmed.

Manufacturer narrative:
An investigation is in process.

Event description:
It was reported that a patient was being monitored on the t1 patient monitor, and the monitor failed to produce an audible or visual apnea alarm.